Event description:
Reporter alleged obtaining discrepant blood glucose values of 425 mg/dl and 160 mg/dl back to back with a result of 153 mg/dl when testing was performed within 10 mins on the advantage system. Reporter stated at different time another comparative test of 577 mg/dl was performed back to back with a result of 186 mg/dl within 10 mins on the same system. Reporter indicated he was not experiencing any hyperglycemic symptoms during the time of testing. Reporter stated that he took 20 units of novolin n, 6 units of novolin r, and ate dinner with the first set of comparisons. Reporter stated he took 5 units of novolin r with the second set of comparisons. No other action or treatment resulted. No adverse event reported. The suspect product was not returned to the MFR for evaluation.